Event description:
Information was received indicating that this cadd administration set was leaking where the line connects to the PICC line. The medication being delivered was a chemotherapy medication. It was also stated that when the staff assessed the line, it was found that the tubing came out of the connector at the end. There was no patient injury due to the reported event.